Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer administered a manual injection to address elevated bg level and reverted to manual injections for insulin therapy.